Manufacturer narrative:
During an insulin injection by a nurse, the needle was found to be blocked preventing injection and leading to pain for the patient. Review of manufacturing processes and records show no deviations for the main batch 221649. Siliconization of the front and back end has permeability checked 100% through air flow measurements of the flow stream. Nothing was detected in-process regarding blockage or narrowing of the path during the assembly process. No device problem found.

Event description:
During an insulin injection by a nurse, the needle was found to be blocked preventing injection and leading to pain for the patient.